Event description:
Product is called comfort flo humidification system. The 22mm angled connector on the heated-wire hudson rci patient circuit is detaching during use. This causes a water leak which makes the neptune humidifier overcompensate and heat up and/or alarm. This is a potential burn hazard for the infant patient.the technician reported to the representative that this has happened mutiple times and with different lot numbers.